Manufacturer narrative:
Event methods, evaluation, and conclusion codes: updated. One ventilator device was received for investigation. During visual inspection the device was observed to have a minor bend on the front panel at the top right and a loose positive end-expiratory pressure (peep) knob. The gas supply indicator cover was upside down and the battery cover was cracked. The reported issue was confirmed during functional testing when the control spindle was observed to be loose on the peep needle cartridge. The issue was traced to a loose grub screw in the spindle. The investigation attributed the root cause of this condition to user interface. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device service history found no information relevant to the reported complaint. The loosened grub screw was tightened, components were refurbished, and preventative maintenance was performed.

Event description:
It was reported that the peep button was loose and rattles. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.